Event description:
It was reported that, the latitude transmission showed episodes of noise on this right ventricular (rv) lead, leading to false ventricular fibrillation (vf) episodes detected. No inappropriate shock was delivered. The patient admitted to the hospital and the implantable cardioverter defibrillator (ICD), and this rv lead were deactivated. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the latitude transmission showed episodes of noise on this right ventricular (rv) lead, leading to false ventricular fibrillation (vf) episodes detected. No inappropriate shock was delivered. The patient admitted to the hospital and the implantable cardioverter defibrillator (ICD), and this rv lead were deactivated. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.